Event description:
Pt (patient) reports issue with remodulin leaking from pump. Pt reports they did a change on monday night (B)(6) 2025 & went to bed, then yesterday morning (B)(6) 2025 they woke up with red against their stomach & the connector was damp. Pt noticed it was loose & tightened everything. Pt reports that around noon (B)(6) 2025 the rash area got bigger, red spots itchy & burning, & the connector was damp again. Pt unsure which part was the issue. Pt reports that at that time they changed everything & went back to infusing at their full remodulin dose. Pt was in contact with the md (medical doctor) office & was advised to use pepcid & kenalog cream for the rash, which is doing much better today. Pt also reports experiencing some headache & nausea today, which is getting better than it was at 5am this morning. Pt did experience interruption in remodulin therapy & registered pharmacist advised that symptoms may be due to the lower dose they received during leakage, then resuming at full dose once tubing/ cartridge changed. Pt states they sent a message to md office this morning about headache & nausea; pharmacy will also notify md office. It is unknown if pharmacy troubleshooting occurred. It is unknown if pump is available for return. No further info, details, or dates available. Sq remunity self-fill pt via remunity pump. Pt started using remunity device (B)(6) 2025. Diagnosis for use: pah.